Event description:
It was reported that on an unknown date in (B)(6) 2024, the patient underwent orif surgery for fracture of the diaphysis of femur with another company¿s products. After the surgery, pseudarthrosis occurred and the intramedullary nail broke off near the proximal transverse stop. On a second surgery was performed to remove the broken nail and to add a plate, autogenous bone graft and tfna long + agmt. In the surgery, after insertion of the tfna, the guidewire was pulled out because it was advancing inward when the blade was inserted. The surgeon reversed the guidewire, shortened it and inserted from the blunt end. Then, the blade was inserted and cement was placed. During the cementing process, the surgeon felt discomfort when looking at the image, and suspicion of cement leakage into the joint was confirmed. Since nothing could be done right now even if cement was out, the surgeon added a distal transverse, autogenous bone graft and plate fixation. After confirming the joint surface with an image, the blade was protruding posteriorly, so the surgeon attempted to remove the cement in the joint by pulling the blade outward by about 5 mm. However, the cement could not be removed, and about 12 mm long and 2 mm wide cement remained below the acetabulum. The surgery was completed successfully with 60 minutes surgical delay. The surgeon commented that since the cement was in a location that could be removed without dislocating the hip and was not related to loading, he would consider the next surgery if anything happened. The patient outcome was reported to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.